Event description:
The complainant reported that the impella 5.5 had high purge pressure alarm. No kinks were found. The physician removed the impella successfully at bedside. There was no harm to the patient.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation for the high purge pressure has been completed. The pump was not returned for investigation. The data logs show a 3-minute gradual rise in purge pressure with motor current spike and purge system blocked alarm while the pump was running at a steady p level. The pump flow became saturated after the purge pressure event. The pump was expanded after 1 hour of running, following a check of the purge line kick in the field. Also, patient received blood products and feiba (promote clot formation and reduce blood loss) due to bleeding from surgical site. The cause of the high purge pressure issue was most likely biomaterial ingestion. The cause of the high purge pressure issue was most likely biomaterial ingestion, based on data log review.